Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the operating room for a routine generator change due to eri. Patient is taking medication and physician suspects this is contributing to the out of range, high capture threshold on the lv lead. Lead testing was performed prior and during the procedure. No other electrical anomalies were observed. Physician attempted to implant a new lv lead but was unable to obtain access. Lead remains implanted. Patient was stable post generator change out procedure and will be remotely monitored.